Manufacturer narrative:
One device was returned for analysis of complaint that the device had faulty downstream occlusion alarms identified during priming. Review of event log found 16 occurrences of distal occlusion alarms after starting priming. Review of service history found no similar complaints for this device. Visual and functional testing was performed. The downstream occlusion (dso) seal was found to be cracking. The dso seal was replaced. No probable cause could be determined as the customer complaint could not be reproduced or duplicated. Device passed all testing withing specification.

Event description:
It was reported that device had experienced faulty occlusion alarm. Event occurred during priming. There was no patient involvement.